Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick or adverse event were reported. Customer was only able to provide a partial lot number of the lancet device. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).